Event description:
It was reported that the intra-aortic balloon iab was prepped, and the sheath was inserted via the left femoral artery. The iab was inserted, and prior to inserting the iab connection into the pump, the md noticed blood was "leaking from the junction of the distal balloon to the catheter." The md stated that "the blood was exiting the distal part of the balloon not the catheter." The pt expired. A request was made for more info about the event.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.